Event description:
It was reported that a speedband superview super 7 was used in the gastric fundus for a varices ligation procedure on (B)(6) 2025. During the procedure, the physician delivered the gastroscope to reach the lesion, and after installing the ligature, the wire came out during ligation and the bands could not be deployed. Procedure was completed with a different device. No set up difficulties experiences were reported. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Correction: h3: device eval by manufacturer. Device evaluation: the speedband superview super 7 device was returned. During the visual inspection, it was observed that the ligator housing returned with 5 bands on it, the teeth were damaged, the trip wire and suture were not broken or detached and the handle has evidence that the trip wire was secured into the handle slot. However, the trip wire slack was not taken up. The reported event of trip wire detachment of device or device component was not confirmed with testing of the returned device. However, the reported event of bands failure to deploy was confirmed. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to be damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth to be damaged and also affecting the functionality of the handle when deploying the bands. It's most likely that once the band was attempted to be released from the suture, the damage on the teeth affected the band deployment. It was found that the instructions for use of the device were not followed since the trip slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, preventing the trip wire from working accordingly with the handle when pulling the bands. It is most likely that the trip wire was not tensioned enough during the bands deployment since the trip wire slack was not taken up. Also, the trip wire was not detached nor had any kind of damage. All compiled information on this investigation determines that the most probable cause is failure to follow instructions.

Event description:
It was reported that a speedband superview super 7 was used in the esophagus for the treatment of varices in an esophageal varices ligation procedure on 21apr2025. During the procedure, the physician delivered the gastroscope to reach the lesion, and after installing the ligature, the wire came out during ligation and the bands could not be deployed. Procedure was completed with a different device. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported that a speedband superview super 7 was used in the esophagus for the treatment of varices in an esophageal varices ligation procedure on (B)(6) 2025. During the procedure, the physician delivered the gastroscope to reach the lesion, and after installing the ligature, the wire came out during ligation and the bands could not be deployed. Procedure was completed with a different device. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Correction: b5: describe event or problem. E1: initial reporter phone.